Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual evaluation of pictures provided confirmed that the tibial articular surface provisional (tasp) bottom had a piece fractured off. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The surgical technique for the device instructs that gentle manual pressure should be applied without excessive force used on the tasp construct with either mallet or hand. A definitive root cause could not be determined for the jamming issue reported, however, the root cause of the reported fracture was determined to be failure to follow instructions due to the excessive force used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during knee arthroplasty, the tibial articular surface provisional pieces became stuck together while trialing. The surgeon attempted to pry the pieces apart and the provisional fractured. No adverse events were fractured as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.